Event description:
During an unrelated procedure, diagnostic imaging was performed and lead externalization was noted. The electrical measurements were stable and in range and the lead was left implanted. The patient was in stable condition.